Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The process step was during priming. The patient stated that the first part of the priming went fine but cycler alarmed "check final line". The patient shut off the cycler, took cassettes off, primed again with the same cassette, unclamped all the tubing but same issue occurred. There was no flow in the final line. The patient noticed a lot of bubbles. The patient used a new cassette one from the same lot and it worked. The patient did not notice any obvious damage, kinks, leaks or cuts. There were no issues spiking the bags. There was no contamination with disinfectants. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.